Manufacturer narrative:
Avid originally filed a MDR report number 1047429-2015-00002 with FDA on september 3rd, 2015 in response to medwatch mw5043197. This report was erroneously marked as a supplemental report (as the interpretation was that the report was a supplemental report to the hospital's medwatch mw5043197 and filed to provide add'l info about the complaint investigation. Avid conducted a review of the situation and determined that this should have been submitted as an initial, not a supplemental report.

Event description:
Avid medical is the MFR of a custom procedure tray, (B)(4), which includes the following component. Sponge, lap 18x18 pre washed, vendor part # b250 manufactured for (B)(4) by contract MFR, (B)(4). Avid medical received mw5043197 on august 4th, 2015 which noted contaminants in the lap sponges were observed on sponge prior to use. The complaint sponge was not available for eval, although photograph were provided. Avid medical issued formal complaint #(B)(4) to the MFR. No pt injury or illness were reported associated with this complaint.

Manufacturer narrative:
Avid medical received notification of medwatch report # mw5043197 from the FDA on august 4, 2015 regarding a contaminant in the lap sponge. Avid medical had received this complaint previously and had assigned complaint # (B)(4). Avid medical's investigation revealed that the nonconformance root cause was supplier related as the brown smudge was reported to be found inside of the banded sponges. We purchase the sponges already banded and our processes do not require opening or altering the banded sponges prior to placing into our tray, therefore the nonconformance was not detected and could only have been introduced by the supplier. A photo was received for the investigation and forwarded with the details of this issue to the supplier with a request for documentation outlining their findings and any corrective actions taken. The suppliers response will be filed upon receipt. The details of this complaint have been forwarded to the appropriate avid management for awareness. In addition, this occurrence has been added into avid's formal complaint system in which defect trends are closely monitored.